Manufacturer narrative:
(B)(4). Batch # unk. Additional information was requested and the following was provided: was the device locked on tissue with the jaws closed? If yes, how was the device removed? What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? Did the jaws eventually open? No more information available. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances / manufacturing irregularities were identified. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications.

Event description:
It was reported that during a laparoscopic appendectomy procedure that the stapler would not open. Unknown as to how the stapler was opened. Another like device was used to complete the procedure. There were no adverse consequences for the patient.